Event description:
Pt reported infusion system removed due to infection. MFR device registration records indicate the pump and catheter were implanted in 2006, and subsequently removed in 2007. Details regarding the pt reported events have been requested from the pt's physician and a follow up report will be sent when add'l info becomes available.